Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion is inconclusive because clinical conditions that may have affected the functionality of the sample could not be replicated. One 5 fr dual lumen nxt groshong catheter was returned for evaluation. An initial visual observation showed blood residue on the sample. Some dried blood was observed in the distal valve. The sample was flushed with a 12 ml syringe of water and both lumens were found to be patent to infusion. Blood residue was expelled from the distal valve during flushing of the distal lumen. While the returned sample was not found to be occluded, improper catheter maintenance could allow blood to clot within the lumen(s) of the catheter which could occlude the catheter.

Event description:
It was reported that the occlusion of catheter was found 2~3 days after it implanted. After removing the catheter, blood clot flushed out. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the occlusion of catheter was found 2~3 days after it implanted. After removing the catheter, blood clot flushed out. No patient harm reported.